Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00403.

Event description:
The customer reported to olympus, during an endoscopic retrograde cholangiopancreatography to remove a stent, the distal end cover fell off the endoscope. The missing cap was identified upon withdrawal of the endoscope from the patient. The physician re-inserted the endoscope to look for the distal cover but was unable to locate it. The staff looked on the floor and in the patient's bed and linens and still could not find it. A fluoroscopy image was attempted but the facility determined it would not work. A full CT scan was performed and the cover was not located in the patient. The physician looked for the distal cover for approximately 18 minutes after the procedure was successfully completed. The procedure was delayed 30 minutes due to this issue. The patient was admitted to the ICU for monitoring. After 24 hours of observation, the distal cover was not found and the patient was reported as 'doing fine' and discharged from the hospital. Additional devices used during the procedure: visiglide wire and cre dilation balloon. The facility also reported the patient had a tight stricture and kept biting down on the bite block. The box of distal covers with the same lot number was removed from use. This event includes 2 reports: patient identifier (B)(6)- maj-2315, h1512. Patient identifier (B)(6)- tjf-q190v, 2123650. This is report 1 of 2 for patient identifier (B)(6)- maj-2315, h1512.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The legal manufacturer tried to replicate the reported failure using a distal cover (retained lot. H1412), and confirmed that the distal cover will not come off when it has no damage and it is correctly attached to the scope. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to device handling due to: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. As described in the instructions for use "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure: a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer: the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.